Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: the symbols on the rubber buttons appeared to be worn. The keypad was found to be intact; no peeling or lifting was observed. The keypad buttons were intermittently responsive during testing. During investigation, evidence of adhesive was found under all key contacts. Unrelated to the customer's complaint, the display was found to be dim and reddish.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.